Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing, out of range impedance measurements. Ts reviewed and noted a gradual increase in impedance over the last couple of months. Ts most possibly suspected that the svc coil likely exhibited high impedance. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5175960.

Manufacturer narrative:
Combination product: yes.